Manufacturer narrative:
(B)(4) method: the subject opt312 optiflow junior nasal cannula was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the subject opt312 optiflow junior nasal cannula revealed that the tubing was found detached from the cannula. Glue residue was visible on the detached tube. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt312 optiflow junior nasal cannula. Based on our knowledge of the product the tubing was likely subjected to be pulled by the patient or caregiver. The optiflow junior nasal cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt312 optiflow junior nasal cannula would have met the required specifications at the time of production. The user instructions which accompany the opt312 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not crush or stretch tube."

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the opt312 optiflow junior infant nasal cannula became loose at the connection to the circuit during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in netherlands reported via a fisher & paykel healthcare (f&p) field representative that the opt312 optiflow junior infant nasal cannula became loose at the connection to the circuit during patient use. There were no reported patient consequences.